Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital bleeding). A surgery was performed to remove micro-inserts around 1 month after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. Abnormal genital bleeding and menses pattern changes may occur after essure insertion, due to the nature of this serious event, heavy bleeding was considered related to essure. This case was regarded as incident, since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("pain"), rash ("skin rash"), abdominal distension ("bloating"), swelling ("swelling"), alopecia ("hair loss"), weight increased ("weight gain"), nausea ("nausea"), anxiety ("anxiety"), amnesia ("memory loss"), tooth fracture ("teeth breaking"), depression ("depression"), constipation ("constipation") and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the genital haemorrhage, pelvic pain, rash, abdominal distension, swelling, alopecia, weight increased, nausea, anxiety, amnesia, tooth fracture, depression, constipation and dyspareunia outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, rash, abdominal distension, swelling, alopecia, weight increased, nausea, anxiety, amnesia, tooth fracture, depression, constipation and dyspareunia to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital bleeding). A surgery was performed to remove micro-inserts around 1 month after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. Abnormal genital bleeding and menses pattern changes may occur after essure insertion, due to the nature of this serious event, heavy bleeding was considered related to essure. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), rash ("skin rash/skin rashes"), abdominal distension ("bloating"), swelling ("swelling"), alopecia ("hair loss"), weight increased ("weight gain"), nausea ("nausea"), anxiety ("anxiety"), amnesia ("memory loss"), tooth fracture ("teeth breaking"), depression ("depression"), constipation ("constipation"), dyspareunia ("painful intercourse") and tooth disorder ("dental problems"). The patient was treated with surgery (to remove essure ). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic pain, rash, abdominal distension, swelling, alopecia, weight increased, nausea, anxiety, amnesia, tooth fracture, depression, constipation, dyspareunia and tooth disorder outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anxiety, constipation, depression, dyspareunia, genital haemorrhage, nausea, pelvic pain, rash, swelling, tooth disorder, tooth fracture and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up from summons received-event terms of heavy bleeding was updated to heavy bleeding/abnormal bleeding, skin rash updated to skin rash/skin rashes. Event dental problems was added. Reporters details added. Essure legal manufacture has changed from (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.